Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an alarm for low leak co2 (carbon dioxide) rebreathing risk had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer contacted the hospital's equipment department for an inspection. After inspection, the hospital's equipment department replaced the flow sensor and confirmed the reported issue had been resolved. The device passed the required performance verification tests per philips standards and was returned to service.